Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported a bur broke in the attachment during a procedure. There were no adverse consequences related to this event.

Event description:
The user facility reported a bur broke in the attachment during a procedure. There were no adverse consequences related to this event.